Event description:
The device was implanted on 10/05/96 for subclavian infusion of chemotherapy. On 10/15/96, the facility nurse reported that on 10/13/96, fluid was noted around the insertion site on this pt; however, the pt did not complain of any discomfort. The device was then heparin locked. On 10/14/96, the device was accessed with a 1-1/2" needle and a blood return of 10cc was obtained and then stopped. An increase in leaking was noted. A dye study was performed and revealed the tip of the device catheter was totally occluded with dye coming out of the device catheter further up from the tip when either of the two device septa were accessed. The facility nurse reported that this is the 2nd time this had occurred in less than two months. The facility nurse also stated that she sometimes uses 5cc syringes for the heparin lock procedure and also uses 30cc and 50cc syrings for adriamcyin admin. The device had been scheduled for explant. The MFR nurse then discussed syringe size and psi, flushing vs heparin lock procedure, usefulness of dye studies to determine device catheter placement in a one way occlusion, and the use of urokinase for fibrin sheaths.